Manufacturer narrative:
The pump was received with a severely scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip and missing end cap sticker. No display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone damage on the insulin pump and display anomaly. Customer advised there was a crack in the case, a crack above the display and from above the display to the reservoir compartment. Customer advised the scratches on the display make the display screen difficult to read. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.